Event description:
The patient coded post operative tendyne heart replacement valve, was placed on a magnesium pump and on post operative day one the patient had to be transferred to a higher lever medical facility.